Event description:
During an endoscopic procedure to remove gall stones, the physician selected a cook memory ii double lumen extraction basket. It was reported that the basket was found to be severed and unusable. A new basket (lot unknown) was used to complete the procedure. This occurred prior to patient contact; there was no impact to the patient.

Manufacturer narrative:
E1 - phone number: (B)(6). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all memory ii double lumen extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. This observation occurred prior to use. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.